Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08154. It was reported, the pt's scs (spinal cord stimulator) system was not relieving the pain even though reprogramming had been done multiple times. The pt also had difficulty in pinpointing the area of pain and he was unclear whether the stimulation was in the correct area. Reprogramming was offered to the pt but was declined. Pt may consult with the physician to discuss the option of surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.